Event description:
Rptr had a dental procedure and was given an IV catheter to infuse an antibiotic. The next day he had pain and lumps in his arm and he was diagnosed with dvt. His arm is hard and black. Rptr was placed on coumadin and naproxen.